Event description:
It was reported that during procedure, the unit was able to activate automatically even though the circuit had not been completed and the glove was found to be burned. This resulted in mild burns to the hands of the physician. The use of the unit was immediately stopped after discovery and the unit was replaced.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.